Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6= the posterior release tool (part #: 03.825.100, lot #: l912229) was received at us cq. Visual inspection of the complaint device showed only surface scratches on the paddle with grip complete (part # 60082026) which were due to the use of the device. No defect was observed. The release/engage knob was mounted at its intended place. During functional assessment, the release/engage knob was pressed to release the grip to the screw. The screw could slide easily with no issues. The release/engage knob was pressed again to lock the screw. The screw rotated forward and in reverse directions. It moved the pusher block compl forward or reverse. The device works as intended under normal circumstances. This complaint could not be confirmed as no defect was identified during the investigation except surface scratches which were due to the usage of the device. Also all components were attached and none was missing. The reported condition could not be confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 03.825.100. Lot # l912229. Manufacturing site: hagendorf. Release to warehouse date: 14 dec2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, when screwing in the spindle under high pressure, the engage/release knob popped out. The intervertebral disc space could not be spread. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a posterior release tool. This is report 1 of 1 for (B)(4).